Event description:
It was reported that at pump refill, 18 ml remained in the reservoir. No catheter and rotor tests were done this time. No pt symptoms were reported. The hcp decided to observe until the next refill due to the pt's schedule and the operating room schedule.

Manufacturer narrative:
(B) (4).